Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the whole lead rotated while extending the helix. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.